Event description:
It was reported that an ilet pump displayed an alert 38 indicating a motor stall during or after priming and rewinding, and the user experienced consecutive stalled motor alerts; a supply change was performed and insulin delivery resumed as usual. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included troubleshooting with the user and education on clearing the alarm and resuming insulin delivery. Investigation of this case revealed that the alert cleared after the supply change and normal operation was restored. It was concluded that the event was resolved with user troubleshooting and that the device functioned as intended after supply replacement.